Event description:
The ge oec 9800 fluoroscopy system had an issue with the monitors returning to function from the 'sleep mode'. Flickering monitors, monitor blanking issues.

Manufacturer narrative:
A ge oec svc rep investigated the issue and there is limited info with respect to this issue, which is generally related to the display adapter pcb. If other causation is noted, an update will be submitted. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.